Event description:
Low helium alarms sounded. Obvious helium leak between catheter bifurcation and helium plastic tubing; balloon pump console would not fill the balloon. Console was switched out; did not resolve problem. Tape applied to bifurcation between tubing and catheter; was not enough to solve leak problem. Catheter had to be hand oscillated for nearly 4 hours until it was safe to remove the catheter. Patient had to have massive platelet transfusion prior to removing from femoral artery for increased risk of bleeding out.